Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that before use of the bd vacutainer® k2e 7.2mg plus blood collection tubes the caps seemed to be uneven. There is a concern that the cap would come off in pneumatic tube when sent to lab. The following information was provided by the initial reporter: phlebotomy taking blood in op and haemogard caps seemed uneven so concerned cap would come off in pneumatic tube when sent to lab.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd vacutainer® k2e 7.2mg plus blood collection tubes the caps seemed to be uneven. There is a concern that the cap would come off in pneumatic tube when sent to lab. The following information was provided by the initial reporter: phlebotomy taking blood in op and hemogard caps seemed uneven so concerned cap would come off in pneumatic tube when sent to lab.